Event description:
It was reported that a homechoice (hc) cassette experienced a leak at the connection site of the supply bag. The leak occurred during dwell 1 of 1 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was not connected at the time of the leak. A technical service representative (tsr) instructed the hp to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.